Event description:
It was reported that a patient underwent a knee revision surgery about (B)(6) months post implantation due to an unknown reason. Revision included addition of patella and poly exchange.

Manufacturer narrative:
(B)(4). G2: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products: unk femoral lot# unk.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Visual examination of the provided pictures identified an explanted poly with signs of use from implantation. Further evaluation could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. No additional reports for the reported part and lot combination. Medical records were not provided. This complaint cannot be confirmed a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed.